Manufacturer narrative:
A two yr review of the complaint database for same/similar reports was performed. The results did record additional reports and investigations. Device returned against those reports document mixed findings (confirmed and no defect found). Although, the complaint rate was statistically insignificant (.001664% defect rate) a slight trend was identified. Engineering analysis found that the component damages most likely occurred during final packaging and/or transit. Improvements were made to both the orbit needle sheath component and orbit blister packaging to address these issues. Since component/packaging adjustments and enhancements were implemented there have been no reports from post-fix lots of this component/packaging issue. Additional remedial actions: use of medical devices that have been damaged/compromised is contraindicated. This was immediately communicated directly to the consumer and to their healthcare provider (insulinpump.ca). Conclusion: the involved orbit devices were not returned for analysis and confirmation. The exact cause(s) of the reported product problem (occlusion/flow issues) were most likely caused during use of orbit devices where the needle components were bent/damaged and modified or "self repaired".

Event description:
Complaint rec'd reporting on-going, intermittent issues with use of p3051 orbit devices where needle covers were loose or missing; needles were bent/damaged and occlusion issues when used with accu-chek spirit insulin pumps. In each of the events, the orbit sets damaged needle components were visually detected while still in the packaging. After opening the packages with bend needles, the device user would "straighten the needle", successfully insert and use the orbit infusion set with the accu-chek spirit insulin pumps maintaining acceptable blood glucose control. On (B)(6) 2010, it was reported that with initial change out "...the new set had lost its needle cover in the package and the needle was quite seriously bent... Straightened the needle and inserted the set..." After an undisclosed period of time user ".... Received an occlusion alarm on my insulin pump... Had to change the infusion set... But the spare infusion set... Was also bent in the packaging... Again straightened the needle and inserted new infusion set... Later... About one hr after eating a meal and taking my insulin meal bolus... Occlusion alarm indicating that not all of my meal bolus had been delivered...another change of infusion set, this time one that did not have a bent needle allowed me to correct the high blood glucose level..."